Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed deformation of the thv in the mitral position caused by the inflation of the thv in the aortic position. A device history record review was unable to be performed as no lot number was provided. The commander IFU and commander with s3ur and esheath+ procedural training manual were reviewed for instructions and guidance. Patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. There was no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployment with interventional device interacts with pre-existing mitral valve was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the second tavr attempt with an s3ur valve was successful, however, during balloon inflation the previously implanted edwards transcatheter mitral valve replacement (tmvr) cage became deformed during balloon inflation in the lvot'. Evaluation of the imagery taken of a presentation on the case revealed that the deployment of thv in aortic position resulted in the inflation balloon interacting with the frame of the previously implanted thv in mitral position. Per the IFU, 'patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. In this case, available information suggests that procedural factors (inadequate patient screening) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference the manufacturer report number related to this complaint. The section h10 (narrative/data) of this report has been updated. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2023-13035.

Manufacturer narrative:
The investigation is ongoing. H3 other text : discarded at hospital.

Event description:
During balloon inflation with a 20mm commander delivery system with a sapien 3 ultra valve in the aortic position, the s3 tmvr cage became deformed in the lvot. The event is being captured for negative device interaction of the edwards delivery system and the existing sapien 3 mitral valve. As reported by the edwards regional director, an attempt was made to implant a non-edwards transcatheter heart valve (tavr) into a failed surgical mechanical valve after fracturing the surgical valve, the non-edwards (evolut) tavr embolized. A decision was made to implant a 20mm sapien 3 ultra resilia valve. Unfortunately, the patient expired. Upon review of medical records, during deployment of the s3ur in the aortic position, the s3 tmvr cage became deformed. The patient presented to the cath lab in critical condition with an lvad in place. Due to the lack of surgical options to correct the thrombosis of her mechanical valve, a salvage valve-in-valve (viv) tavr with balloon destruction of the mechanical valve was attempted. Fluoroscopic assessment of the patient's mechanical valve revealed it to be frozen. The valve was unable to be crossed in a retrograde manner, so a transapical approach was chosen. Transcaval and transapical access were obtained with non-ew devices. The first tavr attempt with a medtronic evolut valve was unsuccessful as the valve embolized. The second tavr attempt with an s3ur valve was successful, however, during balloon inflation the previously implanted edwards transcatheter mitral valve replacement (tmvr) cage became deformed during balloon inflation in the lvot. Angiogram demonstrated resolution of the aortic regurgitation with flow to both coronary arteries. The patient was medically treated. Catheters were withdrawn, an amplatzer vascular plug (avp) was deployed to the lv apex which appeared to have good seal. A second plug was deployed at the transcaval site which appeared to have good seal. The patient became hypotensive, and bleeding was suspected at the transcaval access site (non-ew sheath), and a covered stent was deployed. An echo (tee) then indicated that there was a large posterior-apical effusion, most likely related to transapical access with a non-ew sheath. A drain was placed, but blood could not be withdrawn, and the patient suffered cardiac arrest and subsequently expired despite CPR. Further attempts were aborted. The official cause of death is unknown; however, it is likely the patient expired from cardiac tamponade secondary to bleeding at the transapical access site with a non-ew sheath and bleeding at the transcaval access site with a non-ew sheath (amongst many factors), vast comorbidities, and advanced age. During the procedure, surgical options were discussed. However, given the patient's advanced cariogenic shock, cardiomyopathy, and comorbidities, the patient was deemed inoperable. Patient's family was made aware of the poor prognosis with the unlikely chance of recovery.